Manufacturer narrative:
Photos received by our quality team for investigation. Through visual inspection, scale marking on the syringes appears light, therefore the incident is confirmed. A device history review was performed for the reported lot 2348892, a maintenance record related to the incident was found. Based on the teams investigation, possible root cause is associated with misalignment sensor support. The rail gap was adjusted and the transfer between the belt rail and the vibration rail was aligned, and a flap was installed to remove excess material.

Event description:
No additional information received. When analyzing the packaging material, bd solomed tm 3ml sterile syringe + 30x7 needle, the quality control sector detected some syringes with flaws in the graduation engraving. On 06/05/2023, 20 syringes were analyzed to release the product for use. Of these 20 syringes, 4 were found to have faulty graduation engraving. Additional information. October 09, 2023. No sample available for shipment and no need of replacement. Therefore, I am just waiting for the investigation to mitigate future occurrences and record what happened.

Event description:
When analyzing the packaging material, bd solomed tm 3ml sterile syringe + 30x7 needle, the quality control sector detected some syringes with flaws in the graduation engraving. On (B)(6) 2023, 20 syringes were analyzed to release the product for use. Of these 20 syringes, 4 were found to have faulty graduation engraving. Additional information. October 09, 2023. No sample available for shipment and no need of replacement. Therefore, I am just waiting for the investigation to mitigate future occurrences and record what happened.

Manufacturer narrative:
Photos received by our quality team for investigation. Through visual inspection, scale marking on the syringes appears light. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with misalignment of the pads in marking process. The rail gap was adjusted and the transfer between the belt rail and the vibration rail was aligned, and a flap was installed to remove excess material.

Event description:
It was reported that 4 bd solomed¿ syringes had faulty scale markings. The following information was provided by the initial reporter, translated from portuguese: "when analyzing the packaging material, bd solomed tm 3ml sterile syringe + 30x7 needle, the quality control sector detected some syringes with flaws in the graduation engraving. On (B)(6) 2023, 20 syringes were analyzed to release the product for use. Of these 20 syringes, 4 were found to have faulty graduation engraving."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.